Event description:
Customer reports code came up 929. Meter display has missing/darkened segments; found during troubleshooting. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.